Manufacturer narrative:
A sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Labels are undamaged. Tamper seal is undamaged. No physical damage was found on the pump. Seal dso bubbled. Liquid around the dso sensor and inside dso sensor. Visually inspected the pump. Delivery tested with test device and test failed, dso trip point. The reported problem was duplicated. Expulsor will be replaced, dso sensor and seal will be replaced. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Device evaluation: the pump was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device. Labels are undamaged. Tamper seal is undamaged. The device has not been in before for repair related to the customer stated problem. Performed functional check. Visually inspected the pump. Delivery tested with test device failed, dso test failed. Expulsor will be replaced, dso sensor and seal will be replaced. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump failed accuracy tests. No patient injury reported.